Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports the nurse went to engage the safety shield after injecting a pt and the safety shield came off. The customer further reports as a result, the nurse was stuck in the thumb with the use needle. The proper hosp protocol was followed as a result of the needle stick. The nurse was wearing gloves while giving the injection, flushed the puncture to the thumb with water, and blood tests were conducted for the nurse and the pt. All results are negative so far and no add'l medical intervention was required.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion the results will be forwarded.